Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient did not require hospitalization. The patient was treated with vancomycin injections (2g, route, frequency, and duration not reported) for the event. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Extraneal therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4) . The reported product is an unknown baxter minicap. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).